Event description:
Our rep reports that during a scheduled arthroscopic rc repair on a male, the surgeon noted some abnormalities in the pt's shoulder that prompted the surgeon to attempt a slap/bankart procedure in addition to the rc repair. The surgeon employed 2 bioknotless anchors for the s/b portion of the shoulder repair, after deployment, both sutures of the bioknotless anchors broke. At this point, the surgeon left the anchors within their bone holes and chose to abandon the s/b, moved on and repaired the rc successfully without further incident or harm to the pt. Also see associated MDR 1221934-2008-00093.

Manufacturer narrative:
The surgeon attempted to perform an ancillary procedure to the planned rotator cuff repair. At the time of the surgery, the surgeon was visually reviewing the pt's joint space in anticipation of performing the scheduled repair. At this visualization, the surgeon noted some minor a typical abnormalities, lesions. The surgeon in good faith thought that since he was in the joint space, he would take an excursion from the rc repair to fix the abnormalities via a slap/bankart procedure with the use of 2 soft tissue fixations devices. This proved to be fruitless because of the device suture failures. The surgeon abandoned the excursion, did not feel that this issue would impact the pt in any way. The original scheduled repair was completed successfully. At this point in time, no further action is warranted. However, mitek will conduct a build records review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. If the results of the build review indicate any abnormalities that may have influenced the reported failure mode, those details will be the subject of a f/u report.